Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-left procedure, the wire of the fenestrated bipolar forceps instrument was disconnected from instrument. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no fragment in the patient. But the site had to take another instrument to finish the procedure.